Event description:
Customer called to report cosmetic damage to the insulin pump. Customer stated that there was a hole in the plastic on the front of the insulin pump. The current blood glucose reading is 212 mg/dl. Customer also mentioned a hospitalization due to low blood glucose. Customer was in a coma. The blood glucose reading at the time of the event was 15 mg/dl. Customer also had a surgical procedure on his abdomen. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.